Event description:
The customer reported to olympus, when using the otv-s300 video processor and ch-s200-xz-ea camera head combination for laparoscopic intestinal adhesion dissection, a sudden blackout occurred, followed by a sandstorm image. The device was replaced, and the procedure was completed. It was also reported the cds (cleaning, disinfection and sterilization) method used for the camera head was autoclave sterilization after primary cleaning. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Related patient identifiers: (B)(6) (addresses model number ch-s200-xz-ea, serial number (B)(4), hd 3cmos autoclavable camera head) and (B)(6) (addresses model number otv-s300, serial number (B)(4), visera elite ii video system center). The field service engineer visited the site and carried out a cross-check to isolate the defective product. However, the defective product could not be identified. Therefore, both devices are expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.